Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the pump time issue could not be verified.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 237-279 mg/dl. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time.